Event description:
The user facility sent the high flow insufflation unit to an olympus service center for evaluation. The inspection and testing of the device found in the memory history that error e03 (pressure sensor error) had occurred eight times. The device would go into an error mode and could no longer be operated, and a loud continuous beep sounded. Further communication with the customer found that when preparing the device for use, prior to a procedure, the device had turned off within a minute after being switched on. The connections and plugs were checked, the unit was turned on again and the issue happened again. There was no report of patient or user harm due to the event. This report is being submitted for the reportable malfunction (e03 - pressure sensor error) identified during evaluation of the device.

Manufacturer narrative:
During inspection and testing of the subject device, the e03 error was found to be caused by a failure of a printed circuit board (pressure sensor/pressure sensor circuit). The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.